Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The location of this event is the following: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad was under responsive to user presses and there was moisture in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the keypad rubber was undamaged, and all keypad buttons responded properly. The keypad was removed to find no contamination or damage to the button contacts. The allegation of an unresponsive keypad was unable to be duplicated. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. The pump cover was removed, and no further moisture corrosion or any intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.